Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the bard/davol device used to treat the patient. Davol requested additional information; per mhra additional information cannot be provided. Based on the limited information provided to date, no conclusion can be made. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via (B)(4): "mesh detached from part of uterus, leading to uterine prolapse and severe ongoing pain as it pulls from titanium attachments in sacrum and hip and remaining attachment to uterus. The device needs to be removed."